Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs ipg is non-functional. The pt stated his ipg was functioning and he charged it on (B)(6) 2013. On (B)(6) 2013 the pt stated the ipg became hot, and then became nonresponsive. An sjm rep met with the pt and confirmed the ipg does not communicate with external devices. Per the manufacturer's database the pt's ipg was replaced on (B)(6) 2013.